Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the return status of the lead. The local affiliate did not have any product shipping information and will provide a tracking number once the product is shipped. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that this atrial lead was an attempted implant due to the inability to appropriately sense. A competitive replacement lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this atrial lead was an attempted implant due to the inability to appropriately sense. A competitive replacement lead was successfully implanted. No adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the return status of the lead. The local affiliate did not have any product shipping information and will provide a tracking number once the product is shipped.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.